Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted as a gastrojejunal drainage effort for the treatment of gastric outlet obstruction during a procedure on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient presented with abdominal pain. The patient underwent an abdominal supine radiograph, which revealed a large volume pneumoperitoneum. Reportedly, the pneumoperitoneum was concerning for a gastrointestinal tract perforation. The complainant reported that the patient experienced leakage of digestive material on both the gastric and jejunal side into all four quadrants of the abdomen, which resulted in peritonitis. The patient underwent emergency surgery to remove the device and repair the placement sites. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: the hot axios stent was being implanted transgastric to the jejunum to treat gastric outlet obstruction; however the axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6cm in size and walled-off necrosis = 6cm in size with = 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
The device was confirmed to be discarded.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted as a gastrojejunal drainage effort for the treatment of gastric outlet obstruction during a procedure on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient presented with abdominal pain. The patient underwent an abdominal supine radiograph, which revealed a large volume pneumoperitoneum. Reportedly, the pneumoperitoneum was concerning for a gastrointestinal tract perforation. The complainant reported that the patient experienced leakage of digestive material on both the gastric and jejunal side into all four quadrants of the abdomen, which resulted in peritonitis. The patient underwent emergency surgery to remove the device and repair the placement sites. Note: the hot axios stent was being implanted transgastric to the jejunum to treat gastric outlet obstruction; however the axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6cm in size and walled-off necrosis = 6cm in size with = 70% fluid content that are adherent to the gastric or bowel wall. Additional information received on july 24, 2017. No issues were noted during the axios stent placement procedure and the stent was still in the intended location prior to explant surgery. The gi perforation reported was related to axios stent placement sites in the gastro and jejunum. The surgery to remove the stent and repair the site was performed on (B)(6) 2017. The patient required IV antibiotics to treat peritonitis which occurred as a result of the device placement. The patient has currently recovered from surgery and is in ongoing care with egoc score-0. The patient was discharged from the hospital on (B)(6) 2017. At discharge, the patients weight was reported to be (B)(6) kg.